Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: the pump was returned with moisture present behind the display lens and corrosion in the battery compartment. The battery compartment was found to be cracked. The pump was unresponsive and had no power. Moisture ingress was found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.